Event description:
It was reported that (1) device was used during an anterior rectum resection. It was reported by the affiliate that the surgeon was modifying the placement of the ax55g instrument, before stapling, and the surgeon pressed the release button at the same time and almost all the staples were falling out. Some fell into the pt. (The surgeon removed all staples). Another ax55g instrument was used to complete the case.